Event description:
Reporter alleged the blood glucose monitoring device generated a result of 295 mg/dl at 21:17 and the lab measured 59 mg/dl at 21:44. It was reported another meter measured 156 mg/dl after the lab at 21:53. Reporter stated nurse delayed giving treatment of insulin after the first meter reading to await the lab result and treatment was not necessary after the lab reading. Reporter indicated controls are run daily and were run the day before and day of alleged incident where found to be within acceptable range. A request was made for the return of the suspect device and replacement product was sent.